Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that since they had the device placed, they felt an urgency to urinate but then will have to sit for a while trying to urinate before they can pass any urine and when they pass the urine it was only a small amount and would have to urinate again a little bit later. Patient further stated that when they stand up, the urine would flow out of them again. No further complications were noted or anticipated